Event description:
Voluntary medwatch received reported: waited for the dexcom 7 grace period to expire and then inserted a new sensor. My t:slim pump allowed my glucose level to drop below 45. I could not get it to come back up after a new sensor had been inserted and running for over a couple of hours.